Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was taken to the hospital via ambulance on (B)(6) 2016 due to insulin pump not working. It was reported that the buttons were not responding after battery change and display screen was blank. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting and changing battery, display screen returned.